Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery alarm test could not be performed due to prime anomaly. The device also had a cracked case at lcd window corners, missing end cap sticker, broken reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. He also stated that the customer was having problems with insulin leaking at the site. Blood glucose value earlier that day was 310 and 422 mg/dl. At the time of the call was 370 mg/dl; treated with the insulin pump. During troubleshooting, air bubbles were found in the tubing, insulin did exit the tubing during prime and no leaks were found on the tubing or reservoir. The cannula was not bent. The alarm history showed two no delivery alarms on (B)(6) 2013. He then reported that the insulin pump had a missing dome label sticker. Blood glucose level at the end of the call was 501 mg/dl. It was advised to treat per doctor's instructions. The device was returned for analysis.